Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 403:317:871:0000, which interrupted delivery. There was no report of patient injury, medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through CAPA (B)(4). The uim pcb was replaced to correct the reported condition.

Manufacturer narrative:
The condition of failure code 403:317:871:000 was confirmed but not duplicated due to a defective user interface module printed circuit board. Should additional information become available a follow up medwatch will be submitted. (B)(4)